Event description:
Patient reported infusion set cannula bending after insertion causing her blood glucose to elevate to 500 mg/dl. She indicated that the incident was approximately 1 month prior. She did not provide any further information surrounding the incident. Incident occurred one month prior therefore, patient not returning product for evaluation.